Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead became dislodged while attempting to remove the right ventricular (rv) lead during an upgrade procedure. The rv tip separate from the rest of the lead and was caught on fibrous tissue which was connected to the atrial lead. The rv tip and atrial lead were received by snared through the femoral vein. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the full lead was returned in segments. The helix was retracted in the sleevehead. There is overstress fractures on the distal conductor, explant damage. If information is provided in the future, a supplemental report will be issued.